Event description:
During patient use, a "battery backup failure" occurred. The internal battery was replaced, which resolved the reported issue. Patient was manually ventilated and transferred to another ventilator. No patient harm reported.

Manufacturer narrative:
(B)(4).